Event description:
Customer states prior to use on a pt during pre-test a nurse confirmed the evacuation failure. No pt involvement.

Manufacturer narrative:
The caller indicated that the sample associated to this report is expected to be returned to the manufacturing site for analysis but has yet to be received. If the sample is received a summary of the sample analysis will be provided in a supplemental report.